Event description:
Information received from the field notes that the patient was admitted the hospital emergency room and an interroga- tion revealed a battery voltage of 2.19v and two second pauses were observed on an ECG. The patient was symptomatic and the device was replaced.